Event description:
The user has been explanted due to an infection in the mastoid bowl. The surgeon opted to remove the infection and the implant to reduce possibility of further infection, and not to reimplant the user until the infection was taken care of. The surgeon reported infection was confirmed by cultures, when meeting with the surgeon he was unsure what the result was. The infection began a few weeks prior to the explantation and the patient underwent antibiotics to try and treat the infection.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the mastoid. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. In addition, the two most basal channels were disabled due to insufficient benefit. A part of the electrode has been received for investigation and shows no abnormalities. The remainder device part has not been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to an infection in the mastoid bowl. The surgeon opted to remove the infection and the implant, and not to reimplant the user until the infection was taken care of.

Event description:
The user has been explanted due to an infection in the mastoid bowl. The surgeon opted to remove the infection and the implant to reduce possibility of further infection, and not to reimplant the user until the infection was taken care of. The surgeon reported infection was confirmed by cultures, when meeting with the surgeon he was unsure what the result was. The infection began a few weeks prior to the explantation and the patient underwent antibiotics to try and treat the infection.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection in the mastoid. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. In addition, the two most basal channels were disabled due to insufficient benefit. The explanted device has not been received for investigation yet.